Event description:
A software error was reported in the pump, identified as "malf 0," which was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and advised that the customer may continue using the pump, with instructions to call back if the malfunction code recurred.